Event description:
Customer reports that a properly seated lancet did not retract ino softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
It was reported that the pt underwent an acdf from c3-c7 due to cervical spondylotic radiculopathy. Rhbmp-2/acs was used in the surgery. Six months post-op, the pt was diagnosed with a pseudoarthrosis at c6-c7. The pt underwent a posterior revision 7 months post-op due to pseudoarthrosis.

Manufacturer narrative:
Device received in a condition that made analysis impossible. At the time the suspect device was received, the device could not be primed due to a defective button.

Manufacturer narrative:
Device recieved in a condition that made analysis impossible. At the time the suspect device was recieved, the device could not be primed due to a defective button. Corrected manufacturing site.